Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep fluorosed on the first attempt, then the system stopped working. The generator data would not load. A bootup was completed without generator data. A bad interconnect cable was causing intermittent connection to generator. He removed and replaced the interconnect cable. Good fix. The system operates as intended.

Event description:
The customer reported that the system did not expose.